Event description:
A surgeon reported an intraocular lens was replaced due to unexpected postoperative refraction. The association between the iol and this event is not known. Add'l info has been sought.

Event description:
Add'l info provided by the surgeon stated the unexpected postop refraction was not related to the intraocular lens (iol). The surgeon did not believe the iol malfunctioned.